Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead failed to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.